Event description:
During the manipulation of the grey positioner, in order to re-capture the top cap, a noted disconnection was viewed post angiogram in the lower extremity. The physician had already extended the iliac leg graft with an iliac leg extension in order to provide the needed coverage at the landing site. An iliac leg extension was placed to extend the gap between the two grafts in the lower extremity. Final angiogram showed no visible sign of an endoleak.